Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: female pelvic med reconstr surg 2015;21: 87-92; doi: 10.1097/spv.0000000000000120.

Event description:
It was reported via journal article "title: one-year functional and anatomic outcomes of robotic sacrocolpopexy versus vaginal extraperitoneal colpopexy with mesh." Author(s): lisa h. Jambusaria, md, miles murphy, md, msph, and vincent r. Lucente, md, mba. Citation: female pelvic med reconstr surg 2015;21: 87-92; doi: 10.1097/spv.0000000000000120. The goal of this retrospective matched-cohort study was to compare 1-year anatomical, functional, and quality of life outcomes between 2 minimally invasive techniques for pop; ralsc and vec with synthetic mesh reinforcement, and compare the operative time, blood loss, postoperative hospital stay, intraoperative and postoperative complications, and patient satisfaction with the procedures. From dec2008 to mar2011, a total of 76 patients with pelvic organ prolapse underwent repair with robotic-assisted laparoscopic sacrocolpopexy (n=38; age of 54.8 (10.4) years) and vaginal extraperitoneal colpopexy procedures (n=38; age of 60.4 (6.2) years). In vaginal extraperitoneal colpopexy, a trocar-guided mesh kit and the total prolift was used (5/38 patients used prolift+m). Operative outcomes of vaginal extraperitoneal colpopexy included failed voiding trial (n=10), a less-than-1-cm vaginal mesh exposure (n=1) at 4-month follow-up visit was noted that was subsequently excised, and pain during intercourse (n=?). Transabdominal and transvaginal techniques of colpopexy using synthetic mesh implants for pop have been shown in this retrospective cohort study to improve quality of life and anatomic measures with similar outcomes. Robotic-assisted laparoscopic sacrocolpopexy results in a greater use of general anesthesia and longer operative time.